Event description:
Anterior dehiscence (proximal part) of the anastomosis (over 300 degrees) with fecal peritonitis and necrotizing fascitis - day 3. Re-laparotomy with the resection of the anastomosis and creation of side to end stapled anastomosis was performed with protecting ileostomy.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer ((B) (4)) and the importer ((B) (4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The device history files were reviewed and indicated that the device was released pursuant to its specifications. Visual inspection of the ring at the site implied on incomplete spikes penetration, the cause of which could not be determined and device or surgical technique related aspects could not be excluded in this regard. Leaks are anticipated adverse events in colorectal anastomotic procedures, patient's co-morbidities, including obesity and nicotine and alcohol abuse, are known to be associated with an increased risk of anastomotic failure.